Event description:
Allegedly pt fell. Allegedly the component fractured.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. The user facility has advised they will not submit a medwatch report. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00196, 00197.